Event description:
The target lesion was located in the posterior descending. The lesion was de novo, moderately calcified and slightly tortuous. There was 90% stenosis. Pre-dilation was conducted with a ryujin plus 2.5mm balloon, and then a 2.5 x 23mm cypher stent was delivered, but the cypher would not cross the target lesion. Ivus was conducted and the physician confirmed the cypher became stuck at the target lesion due to the calcification. Therefore, the physician retrieved the cypher from the pt and confirmed the distal end of the stent to be flared. The physician stopped using the cypher. Eventually, the procedure was finished successfully with the implant of a different stent (taxus 2.5mm). There was no pt injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use. Physician indicated that the crossing failure occurred because the stent became caught at the calcification.

Manufacturer narrative:
This device cjs 23250 (lot 14034677) is distributed outside the united states; however, it is similar to the united states product cxs 23250. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.